Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) by paramedics due to blood glucose (bg) level of 576 mg/dl. Reportedly, customer inadvertently entered an incorrect amount of units, which subsequently increased their bg level. Reportedly, customer attempted to self-treat by consuming carbohydrates and consumed 3 cups of sugar; however was intravenously with fluids of saline and insulin at the ER. Customer was released from the ER on the same day with the issue resolved and no permanent damage.